Event description:
The customer reported that generation of erroneous creatinine results for one patient on beckman coulter au2700 clinical chemistry analyzer. The erroneous serum sample result was released outside the laboratory. Following this high results, the patient was hospitalized. A sample was redrawn and the hospital laboratory obtained a low creatinine result. No information was provided regarding the result, method or tube sample type used to generate this low creatinine result. Based on this low creatinine result, no treatment was provided to the patient and the patient was discharged from the hospital. No treatment was provided to the patient.

Manufacturer narrative:
An electrophoresis was performed on the patient sample drawn on the (B)(6) 2014 and shows a immunoglobulin g (igg) kappa peak which is indicative of gammopathy. The creatinine osr6x78 instructions for use (IFU) for has a disclaimer in the interference section regarding samples from patients with igg myeloma. "In very rare cases gammopathy, especially monoclonal immunoglobulin m (igm) (waldenström's macroglobulinemia), may cause unreliable results." The cause of the erratic creatinine results is a gammopathy. The gammopathy was confirmed by electrophoresis. Beckman coulter creatinine IFU alerts the customer of this possibility. There is no reagent malfunction. This is a sample specific issue.

Manufacturer narrative:
The customer reported the generation of two high creatinine results for one patient on their beckman coulter au2700 clinical chemistry analyzer. The sample result was released outside the laboratory. Following the generation of the two high results, the patient was hospitalized. A sample was redrawn and the hospital laboratory obtained a low creatinine result. Based on the low creatinine result, no treatment was provided to the patient and the patient was discharged from the hospital. The patient sample was tested for creatinine in the customer's lab on the (B)(6) 2014: 15h54 first result: 151.6 mg/l 16h37 manual rerun of same tube: 215.1 mg/l. Following admittance to the hospital a redraw of sample was taken. This result was not provided. The customer stated the hospital was not able to confirm the original high result and the patient was released. The patient was redrawn again on (B)(6) 2014. A low acceptable creatinine result of 6.1mg/l was generated from the redrawn sample. No patient demographics such as age, date of birth or gender were provided by the customer. Beckman coulter has obtained additional information as a result of in-house testing the reported patient samples from (B)(4) 2014. In summary, beckman coulter has determined that the (B)(6) 2014 samples provided by the reporting laboratory were not from the same patient, and that there is no evidence that reasonably suggests that the creatinine results were incorrect for either sample. Both samples were analyzed using the jaffe creatinine, enzymatic creatinine, and uric acid methods. The results from the analyses were different for both samples tested, which indicated that these samples were not from the same patient. Specifically, the uric acid results were significantly different between the two samples. In addition, the results from the enzymatic creatinine method verified the jaffe creatinine results from both of the samples, thereby confirming that they are in fact from two different patients. The high creatinine sample from (B)(6) 2014 was tested by electrophoresis by the customer and gammopathy was indicated. The patient was redrawn in the hospital and the high creatinine results were not confirmed. A subsequent redraw of the patient on (B)(6) 2014 also did not confirm the high creatinine results. As noted above, internal bec testing confirmed that the sample from (B)(6) 2014 was not the same patient as the (B)(6) 2014 sample. This indicates that the (B)(6) 2014 sample was misidentified and not from the hospitalized patient in question. Thus, although gammopathy was present in the original (B)(6) 2014 sample, it is not the cause of the creatinine result discrepancy between the (B)(6) 2014 samples. Because the (B)(6) 2014 sample was from a different patient, there is no indication that the creatinine results were incorrect for either sample. (B)(4).